Manufacturer narrative:
Follow-up #1: date of submission 06/05/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 05/16/2017 with the following findings: a review of the pump alarm history showed cs 064 alarms (occlusion during prime) occurred. The black box data for the event was shown to have been overwritten due to continued use of the pump. During investigation, the pump rewind, load and prime steps were performed successfully and the pump was exercised for 24 hours with no alarms occurring. The complaint of a call service alarm cs 064 issue was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.